Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "pain under the arm, rupture, concerns with the product" and that the "device was hard". Healthcare professional later reported "pain along lateral mammary fold"; "lumps or bumps" in the area of the implant" and "grade iii capsular contracture w/ palpable". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported "pain under the arm, rupture, concerns with the product" and that the "device was hard". Healthcare professional later reported ""pain along lateral mammary fold; "lumps or bumps" in the area of the implant" and "grade iii capsular contracture w/ palpable". This record is for the left side. Device has been explanted.